Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the essure was not visible on laparoscopy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and hydrosalpinx ("left hydrosalpinx"). The patient was treated with surgery (laparoscopic left salpingectomy with cornual resection and removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and hydrosalpinx outcome was unknown. The reporter considered device dislocation and hydrosalpinx to be related to essure. The reporter commented: 3 trailing coils on left side. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the essure was not visible on laparoscopy') and hydrosalpinx ('left hydrosalpinx') in an adult female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and hydrosalpinx (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic left salpingectomy with cornual resection and removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and hydrosalpinx outcome was unknown. The reporter considered device dislocation and hydrosalpinx to be related to essure. The reporter commented: 3 trailing coils on left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality safety evaluation of ptc (product technical complaint). Previously reported event of hydrosalpinx upgraded to serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.